Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they rushed to the hospital by emergency medical technician due to diabetes ketoacidosis and high blood glucose on unknown date with the unknown blood glucose. It was stated that the auto mode was active at the time of incident. Troubleshooting was performed for the high blood glucose. The insulin pump will not be returned for analysis.